Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to shorted esd700 component on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it delivered a pulse that was below the lower limit during pulse testing.